Event description:
The user facility reported a 57-year-old male patient needing mechanical circulatory support. It was reported that while on impella cp cupport, bleeding was noted from the impella sheath site. The dressing was changed and the sheath was elevated. The physician instructed to run the purge heparin at full strength in 2 hours pending bleeding. Systemic heparin was then withheld.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.